Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's past medical history included gallbladder disorder in 2016, wisdom teeth removal in 2006, loop electrosurgical excision procedure in 2009 and pregnancy termination. Concurrent conditions included grand multiparity, allergy, vaginal redness, vaginal itching and vaginal irritation. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with oxycocet (percocet), ibuprofen (ibuprofene) and surgery (total laparoscopic hysterectomy, right salpingo oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the vulvovaginal pain, abdominal pain lower, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: * spring coil was deployed without any difficulty. Diagnostic results: pathological examination: uterus, tubes and right ovary 162.9 gm, adenomyosis. Secretory endometrium. Chronic cervisitis with focal squamous metaplasia. Ovary, right, with a fairly large follicular cyst and few small inclusion cysts with calcification. Concerning the injuries reported in this case the following event one were described in patients / medical record : pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Essure implant date updated to (B)(6) 2011. Treatment medications were added. Events added: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), lower back pain and did not undergo confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent one or more surgeries to remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.